Manufacturer narrative:
Additional information received on 06/20/2016 indicated that the customer had used a cartridge from a new box and received another occlusion alarm. The customer's blood glucose was not impacted due to this alarm. Insulin injections were available, if needed, to manage diabetes. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site. Although the customer did not initially change the site as the blood glucose (bg) was not impacted at the time, once the supplies were changed, another occlusion alarm occurred. The customer's blood glucose (bg) level was 280 mg/dl. Insulin injections were used to address the bg level and the customer was to use the injections to manage diabetes for a few days.